Event description:
Pt underwent electrophysiology study during which time the steerable sheath lost deflectability. Upon removal from the body, a small piece of metal was sticking out from the side of the sheath. No documented complications. Boston scientific. (B)(4).